Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted two stored episodes of atrial tachycardia/atrial fibrillation with possible oversensing, electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.